Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
The hospital reported that parts of the mobile cart onto which the ventilator is secured were defective. The parts included the security knob, the locking handle and the traction spring. There was no info about patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned parts belonging to the mobile cart, into which the ventilator is secured, has been completed. The ventilator chassis is mounted on a console plate, and secured with a knob. In the visual inspection, the knob which is made out of plastic, had separated from the metal threaded rod. There were also marks found on the console plate, that may indicate that the metal threaded rod had been exposed to external forces beyond it's design when the rod separated from the plastic handle. A hypotheses is that the chassis had been lifted off the mobile cart when the security knob was still tightened. The root cause for why the parts had become damaged has not been established as a result of this investigation.